Event description:
It was reported cold welding of capspin t-handle to persuader, no table to physical disengage the two by hand, upon rotating capspin t-handle back, the blocker remained still engaged to inserter and did not settle into screw head, required excessive force to counter rotate capspin t-handle while trying to disengage blocker. Had to use mallet to disengage capspin t-handle from persuader a couple of times, silver t-handle that show provisionally locked position would begin to rotate even though capspin t-handle was still being rotated down and blocker had yet to engage into screw head.

Manufacturer narrative:
Two capspins were reported, but it is not clear which one was involved in the event. Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.